Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient passed away. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. Prior to death, the patient was hospitalized for another indication. Pd therapy was ongoing while the patient was hospitalized however it was unknown if the patient was on the hc device at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that prior to passing away, the patient was in the hospital with peritonitis. The patient had been placed on hospice 48 hours prior to passing away. The cause of death was unknown. Should additional relevant information become available, a follow-up will be submitted.